Event description:
It was reported that (1) er20 was used during a lap chole procedure. It was reported by the rep that the staff reported that the clips did not completely form when firing. It is unknown how the case was complete. There was no consequence to pt.